Event description:
Information was received that while a smiths medical endotracheal tube was in use, a leak was heard and the pilot cuff deflated. Oxygen was added, but same result. The tube was then removed and replaced. No injury resulted to the patient.